Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the displacement test, seating test, basic occlusion test, force sensor test, occlusion test and self-test. Pump failed rewind due to receiving pump error 37 while testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 37 was confirmed during testing and found in history files on the event date 04/09/2024 11:35:28.000 due to moisture damage on motor. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2 and motor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked and label damage (stained). Cosmetic damage was confirmed at battery compartment. Pump error 37 was confirmed due to moisture damage. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1712k that was returned for product analysis.